Manufacturer narrative:
Additional information h4, h6, h10 h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with two (2) one-link non-dehp microbore catheter extension sets; further described as the connection with a non-baxter catheter was not staying tight which resulted in a leak. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.